Manufacturer narrative:
The user reported of being admitted to ER and the user's transmitter was thrown away for some reason. Despite multiple follow-up attempts with the user to gather additional information the user was not responsive.

Event description:
On 20 june 2025, senseonics was made aware of an incident where user reported of being admitted to ER and the user's transmitter was thrown away for some reason.despite multiple follow-up attempts with the user to gather additional information the user was not responsive.

Manufacturer narrative:
B4.date of this report 03 august 2025. G3.date received by the manufacturer? 03 august 2025. H6. Medical device problem code updated to 3190. H6. Component code updated to 4776.